Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion length was 30mm.

Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly an performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the wire broke. Vascular access was obtained via a right radial approach. The target lesion was located in the non-tortuous and mildly calcified left anterior descending artery (lad) / right coronary artery (rca). In the rca, the comet guidewire met resistance and became detached inside the 6fr guide catheter after 3 ffr measurements had been performed. The wire was trapped using another manufacturer¿s balloon, and it was removed together with the guide catheter. The procedure was completed using this device. There were no adverse effects to the patient and the patient¿s current condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the vessel was 50% stenosed. There was kink on the guide catheter in the aorta. The guide catheter was not coaxially engaged. The guide catheter was disengaged. Guidewire separation occurred 10cm from the distal tip. Correction - it was initially reported that 3 ffrs had been performed when the separation occurred, however it was later reported that the number obtained was 2.